Event description:
It was reported that during inspection the threading on grafter was noted to be damaged. No harm, no delay, and no patient involvement were noted. Upon evaluation it was noted that the ratchet gear stuck on roller and cutter. No adverse event were reported as it relates to this event.

Manufacturer narrative:
This incident has been recorded under (B)(4). Review of the most recent repair record determined no pre-test due to ratchet gear stuck on roller and cutter, roller, and ratchet gear were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.